Event description:
It was reported 3 bd smartsite¿ vialshield closed vial access devices, 20mm were damaged, resulting in leakage. The following information was provided by the initial reporter: "...was leaking from between the cva and the vial, freely flowing out."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the product was not available for investigation; however the customer confirmed the lot number of the complaint sample. From the feedback provided by the customer it appears that the leakage was observed from the connection between the vial and the device during attempted access. The details of this feedback were shared with the legal manufacturer of the product for investigation. A review of the production records from the provided lot number did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product in the past 12 months.